Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. No device history record (DHR) review was possible as the provided serial number (B)(6) does not appear to be a valid integra identification number for product a1059. No other lot or serial number was provided during the complaint investigation. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00283, and 3004608878-2020-00284.

Event description:
This is 3 of 3 reports. A customer reported that the torque screw of the a1059 mayfield modified skull clamp was broken. There was no known patient injury or delay in surgery.